Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg reached end of life. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgery took place on (B)(6) 2022 where the ipg was replace. Effective therapy was restored.